Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user observed a fingerstick glucose of 166 mg/dl and an ilet reading of 132 mg/dl upon waking, calibrated the ilet which then displayed 151 mg/dl, announced breakfast, and subsequently experienced hyperglycemia with a peak glucose of 278 mg/dl. The user suspected aging infusion/sensor supplies, changed supplies, and later confirmed glucose was trending down without alarms because alerts had been turned off and without need for assistance or medical intervention. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without injury, incapacity, or clinical intervention. Investigation included product use review, troubleshooting, user education, and follow-up verification of glucose trend. Investigation of this case revealed no device malfunction reported, no alert generation due to disabled alarms, and a probable contribution from supplies nearing change, with glucose returning toward target after supply replacement and continued ilet use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.